Event description:
Procedure type: removal of gastric band. According to the reporter: the last trocar that was inserted proved slightly difficult - not smooth entry. During the operation, it was noticed that the trocar sleeve was broken and a small part of trocar sleeve was missing. The missing part was not found. The pt was x-rayed and part was still not found. The problem occurred during insertion and no unanticipated issues arose due to the incident. A new sleeve was inserted. The pt is fine and the operation was a success.

Manufacturer narrative:
(B)(4).